Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/05/2010 that a customer had an issue with an insulin syringe. The customer reports that the needle broke when the cap was removed. The customer confirmed that the cap was pulled straight off.